Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional testing without duplicating the customer's report. The customer's multifunction cable was not returned for evaluation. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.